Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had post-reset ram crc alarm. The customer¿s current blood glucose level was 136 mg/dl. The customer reported that the pump was beeping and he was rewinding pump and received a post-reset ram crc alarm. Customer was unable to complete pump rewind. The customer was advised to revert to the back-up plan per health care professional¿s recommendation. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with pump error due to corroded motor home switch. Unable to confirm pump error due to pump error during testing.